Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was 349 mg/dl. The customer's mother stated that she and customer had gone through 3 infusion set changes, and the insulin pump still continued to alarm. She stated that the insulin pump alarmed during the priming of the tubing. Upon troubleshooting, insulin did not exit the tubing and alarmed no delivery during the fixed prime process. Insulin also did not exit with a plunger push. She was advised that the alarm had been caused by the infusion set or reservoir connection. She was advised to replace the reservoir and infusion set. She stated that she would return 3 infusion sets and 3 reservoirs. Nothing further reported.